Event description:
The customer reported that during a laparoscopic hysterectomy, the surgeon was not able to remove the device from the pt cavity through the trocar because a part of the device jaws was loose and prevented the jaws from closing. After the surgeon attempted multiple times to reposition the loose part of the jaws without any success, he decided to cut the loose piece off. The piece then fell into the pt cavity. The jaws were then closed and the device was removed from the surgical cavity through the trocar. The surgeon then retrieved the cut off piece that had fallen into the pt cavity. Another device was opened to complete the case. There was no injury to the pt.

Manufacturer narrative:
(B)(4). One used device was returned for evaluation. Covidien found that the seal plate was separated completely from the jaws of the device. Per the customer's report, the seal plate had become loose and was cut off by the surgeon. The severed seal plate was returned with the device and no pieces were missing. Covidien confirmed the customer's report. Due to the nature of the damage to the device, functional testing could not be performed. Testing has shown that the most likely cause of a loose or detached seal plate is that both the volume of glue applied and the adhesive strength of the glue used were at the low end of specification. This issue is currently under further investigation at covidien.